Manufacturer narrative:
(B)(4). Concomitant medical product: item number: 183099; lot:141690; description: vanguard knee distal femoral peg; item number: 184766; lot: 744060; description: biomet series a patella 34x8.5mm; item number: 183760; lot: 650430; description: vanguard dcm ps plus tibial bearing 10mm x 79/83mm; item number: 183130; lot: 167710; description: vanguardtm ps interlok femoral 67.5mm left. Report source: foreign ((B)(6)). This product is manufactured by biomet (B)(4) orthopaedics, (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k945028. Product request but not returned by hospital.

Event description:
It was reported that a patient underwent an initial left knee procedure on (B)(6) 2015. Subsequently, the patient was revised due to loosening and pain on (B)(6) 2019. Patient presented with pain in the left knee. Knee revision surgery performed. Query infection and loosening. Femoral and tibial component found to be loose intraoperatively. Specimens were sent to the lab and synovasure test performed. Synovasure test negative. Implants removed and significant joint debridement. Significant cysts observed and bone loss. Surgeons queried osteolysis. Temporary implants implanted and infection protocol to be followed. Patient to return for re-implantation once results are received and infection protocol complete.